Event description:
On 2-june-2026, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver tip broke off and stuck inside screw head after the screw was fully seated. Because screw was already fully seated, stuck head did not affect the glenosphere fully seating. Noticed during a case and completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.